Event description:
It was reported that pump displayed malfunction code 12 without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if code occurred again, which customer understood.